Event description:
It was reported that the patient had been experiencing shocking after the implantable neurostimulator (ins) was implanted. There was reportedly high impedances, greater than 40,000 ohms, on electrode 8 after the battery change out in the operating room. The patient was programmed in recovery, reported adequate stimulation and did not complain of shocking at the time. The reporter stated that the patient did not make it to a post-operative appointment with her healthcare provider (hcp) . It was unclear if the patient had followed-up with her hcp or manufacturer's representative regarding her device since then. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3998, lot# j0519634v, implanted: (B)(6) 2005, product type lead; product ID 3708360aa, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3708360aa, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# j0519634v, implanted: (B)(6) 2005, product type lead; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).